Manufacturer narrative:
The initial report occurred on (B)(6) 2017 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. Patient information was unavailable from the site. Device manufacturing date is unavailable. An onsite investigation was conducted. The medtronic rep reported he found compressed and corrupted exams on the cd. He also said radiology sometimes loaded scout images and compressed scans on cds causing the reported event. Issue was resolved by deleting the compressed and corrupted exams from the system. No further issues were reported. A software investigation was also completed. This investigation was unable to determine a probable caused without further information, however, based on the fact that the issue was resolved by deleting the compressed and corrupted exams, it was assumed that it was the cause of the issue. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a cranial resection procedure, the navigation system froze in the cranial application following loading an exam. A system reboot fixed the issue but the monitor started flickering and the system ran slow. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.